Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 at 11:40 pm with blood glucose of 50 mg/dl at the time of the incident. They received a replace battery alarm on the device while they were being transferred to the hospital. The customer was at 350 to 449 mg/dl at the time of the call. The customer used glucose tablets to treat the low. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's insulin pump also had a blank display and was not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08745 inches. Unit was monitored for 6 hrs and no blank display anomalies noted. Power connector was plugged in and locked in place properly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with minor scratched display window and case.